Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post-implant in the recovery room, pneumothorax was observed. A pleural drain was inserted and removed two times. The device remains implanted. The patient was stable after the event.